Event description:
Related manufacturer reference 3005334138-2015-00014, 3005188751-2015-00014, 2030404-2015-00014. During a pulmonary vein isolation procedure, a pericardial effusion occurred. During the procedure the patient sat up on the procedure table with a tacticath quartz ablation catheter, two swartz sl0 introducers, and an optima ep catheter inside the heart. The patient became diaphoretic and a blood pressure decrease was noted. An echocardiogram revealed a slight pericardial effusion. No intervention was needed and the procedure was completed with the patient remaining stable. There were no performance issues with any sjm devices used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible as the lot number of the device was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.